Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pauses were noted on the electrocardiogram (ECG). Intermittent atrial undersensing was noted on the right atrial (ra) lead. A ventricular under-sensed beat. And possible no capture were noted on the right ventricular (rv) lead. Both leads remain in use. No further patient complications have been reported as a result of this event.